Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.5 x 28 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross ot the lesion due to the anatomy and the shaft became twisted. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the shaft was separated. Additional information confirmed that the shaft separated during the procedure. No additional information was provided.